Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that there were foot pedal issues that resulted in no phacoemulsification power. Event timing and patient involvement are unknown. Additional information has been requested but not received.

Manufacturer narrative:
System. No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The system was manufactured on january 18, 2013. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. Footswitch. No further information was able to be obtained from this customer. However, the footswitch was returned for evaluation. The footswitch was manufactured on october 19, 2011. Based on qa assessment, both products met specifications at the time of release. The footswitch was received for evaluation. A visual assessment of the returned sample revealed no visual nonconformity. The footswitch was connected to a calibrated system and tested. It was determined that the right heel switch of the footswitch was not responding. The baseplate behind the switch was removed, revealing a broken solder point between the cable and the waterproof push-button. Although a potential contributing factor was identified, the root cause of the reported event cannot be determined conclusively. (B)(4).